Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item numbers is/are available. Event description: patient underwent a revision surgery due to cup loosening and subsidence of the curved revitan stem after an unknown time in-vivo. The revitan had to be revised to lengthen the prosthesis. During revision surgery the locking nut did not get loosened, however, instead of the locking nut the proximal stem turned and loosened. Surgeon was not able to remove it. The distal part was also well fixed. Therefore the surgeon decided to cement the proximal stem to make it stable again. There was a high infection risk for the patient so they opted for no another revision surgery. Surgery was delayed 40 min. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - all proximal revitan components are compatible with all distal ones. - surgical technique explains the correct utilization of the locking nut on the revitan stem. Conclusion: patient underwent revision surgery due to cup loosening and stem subsidence. However, no product were revised. Removal of proximal stem could not be achieved as the surgeon was unable to unscrew the locking nut. Proximal stem got loose but the locking nut was still could not be unscrewed. Therefore surgeon proceeded with cementing the proximal part on the distal part, which is considered as off-label use. DHR review of products could not be performed since no lot was reported. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information we were not able to confirm the reported event and no specific root cause could be identified for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00152

Manufacturer narrative:
Concomitant medical products: detail of product: item # unknown; item name revitan proximal stem hip; lot # unknown; item # unknown; item name unknown avantage cup; lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Reference not available.

Event description:
It was reported that during revision surgery, whereby the locking nut couldn't be loosened and thus resulting in a failure of the revision surgery.